Event description:
It was reported that stratafix was used by the rnfa to close the joint capsule on (B)(6) 2015 for a total knee. The patient had a wound dehiscence. She was brought back on (B)(6) for reclosure. Upon reclosure, the suture was found in several pieces, about 3-4 different pieces, but the barbs were still in place. No product is available to be returned. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Twelve (12) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Dehiscence is a known risk with any suture material. The most probably root cause for post operative dehiscence cannot be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4). Item #sxpd2b405 stratafix spiral pdo knotless tissue control device - 2 ctx #2 pdo 36 x 36, lot unknown.